Event description:
It was reported that the patient never had therapeutic effect from the stimulator. The patient felt acute pain after implant, in the lumbar spine. The patient stated that they had two leads implanted on (B)(6) 2012. One lead now had, high impedances and no stimulation is coming from the lead, and the other lead, was hitting the bottom of his rib cage on the right side. The patient had 3 reprogramming sessions, the first on (B)(6) 2012, and the 2nd on (B)(6) 2012, in which x- rays were taken and the 3rd on (B)(6) 2012, when the x-ray was read. Patient noted that it was determined at these sessions that the lead wasn't working, and the other lead needed to be moved down. The physician instructed the patient to take ibuprofen, 3 times a day, for 10 days. The patient thought that the physician wanted to wait until the swelling went down. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead, product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead, product ID: 37754, serial# (B)(4). Product type: recharger, product ID: 37744, serial# (B)(4). Product type: programmer, patient product ID: 3550-39, lot# n319143, implanted: (B)(6) 2012. Product type: accessory. (B)(4).